Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the device had been returned and destructive analysis could be performed. An analysis letter was requested.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported the hcp first reported the event to the rep. It was noted that the cause of the pump alarm heard, but not in logs was unknown as they were not sure what caused/was causing the alleged alarm. It was noted that the clinic has a few old pumps in the clinic that will alarm from time to time, so there was no way to verify the pump alarm observed while the patient was in clinic actually came from the patient's pump. Actions/interventions included calling manufacturer for direction and the patient was admitted to the hospital and had a magnetic resonance imaging (MRI) ordered. The patient was taken to the operating room (or) where there was a successful dye and motor study. It was noted that the cause of the volume discrepancy was not determined. It was noted that the expected residual volume (erv) was 7.7ml and the actual residual volume (arv) was +/- 1.5ml. It was noted that the hcp did not note if it was over or under the expected amount, but only there was a 1.5ml difference. It was noted the pump was programmed to 2613.5 mcg/day simple continuous. The pump fill volume at prior refill should have been 40ml. It was noted that dye and motor studies were performed and the pump was replaced. It was noted that the event was resolved. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving compounded baclofen 3000 mcg/ml for a unknown total dose via an implantable pump. It was reported the patient was in for a refill and stated they heard the pump alarming. The patient complained that the pump alarmed every few hours. It was noted that the nurse and pharmacist confirmed hearing the alarm, but when they checked there was "nothing in the logs." It was stated when they checked thevolume there was only a small discrepancy, like a 1.5ml difference in what they were expecting versus what they got out of the pump. It was noted the patient feels tighter than usual, but they have been "a lot more stressed" lately. The hcp placed both tones for the patient and the patient stated they first heard a critical alarm 7 to 10 days ago and then also heard the non-critical alarm since then. It was noted that the hcp stated they are in "a clinic full of old pumps" and they cannot be certain that the alarm sound was coming from the patient's pump. It was noted they could not troubleshoot as there was no product. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.